Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use nicked / gouged / wear and has a piece fractured off. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the event is attributed to wear and tear of the device from repeated use over time. Device has a potential field age of over six years and exhibits signs of repeated use. This complaint is confirmed based on examination of the returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured during surgery. The surgeon prepared the bones for the prosthesis and when he impacted the femoral trial, the impactor pad fractured. The fractured piece flew across the room and landed on the floor. Another tray was opened to get the instrument for implants. There is no additional information available.